Event description:
As reported by the patient¿s attorney, a solyx sis system was implanted on (B)(6) 2012. According to the complainant, the patient suffered pain as a result of the implant and will require future corrective surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.